Event description:
It was reported that cgm displayed error message 42 while sensor session was in use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, did not experience repeat cgm error afterward, and successfully started new sensor session.